Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the audio bolus button was missing from the pump. The battery compartment was cracked along the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the audio bolus button was missing from the pump. This report is made based on results of investigation completed on (B)(6) 2015.